Event description:
I had an inguinal hernia surgery with progrip mesh at (B)(6) by dr. (B)(6). Post that I had severe pain since last 1+ year. Doctors are saying that it might be nerve entrapment. My life is upside down because of this. Happy to provide more details including operative report, MRI and other scans. My name is (B)(6) and my phone number is (B)(6). FDA safety report ID# (B)(4).